Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker experienced an episode of syncope about a week ago. Device troubleshooting showed that the threshold measurement had increased and loss of capture was confirmed. Pacing impedance showed a gradual increase with historical trending, ranging from 500 ohms to now 1200 ohms. An x-ray was completed and there was no anomaly. Provocative maneuvers were performed and was not able to reproduce noise. Boston scientific technical services consultant discuss troubleshooting and provided education. The patient is dependent. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this pacemaker experienced an episode of syncope about a week ago. Device troubleshooting showed that the threshold measurement had increased and loss of capture was confirmed. Pacing impedance showed a gradual increase with historical trending, ranging from 500 ohms to now 1200 ohms. An x-ray was completed and there was no anomaly. Provocative maneuvers were performed and was not able to reproduce noise. Boston scientific technical services consultant discuss troubleshooting and provided education. The patient is dependent. No adverse patient effects were reported. This device remains in service.